Event description:
A report was received that the patients leads were coming out and the other two had migrated. It was also reported that the bsn representative was not aware if there was a medical intervention provided for the lead erosion. The patient underwent explant and was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient was explanted because one of patients leads was exposed and the system was no longer sterile.

Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2352-50; serial number: (B)(4); batch/lot number: 20302173; model/catalog description: linear 3-4 lead 50 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients leads were coming out and the other two had migrated. It was also reported that the bsn representative was not aware if there was a medical intervention provided for the lead erosion. The patient underwent explant and was doing well postoperatively.